Event description:
It was reported that a pulmonary damage was confirmed due to perforation. The lead was explanted and replaced. The patient was recovering.

Event description:
New information notes that there was pacing failure and chest x-ray confirmed perforation.